Manufacturer narrative:
Testing of the returned unit confirmed the reported issue of the alarm not sending a signal to the nurse call station due to an no/nc switch was set to midsection, or it was not set to all the way up position for normally opened or all the way down position for normally closed nurse call station set up. As a result, the unit did not send a signal to activate the light at the nurse call test fixture when weight was removed from the sensor pad. After the no/nc switch was set/slid to all the way up or down, the nurse call feature worked as intended. The unit passed all other functional testing. Being that the unit is already more than three years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the no/nc switch being set to midsection, and it is likely that someone may have moved the switch accidentally thinking it was the delay switch just right next to the no/nc switch. After someone switched the delay switch from 0 to 2 seconds or vice-versa, the no/nc switch was not moved back to its original position leading the unit for not sending a signal to alert the nurse call when in use with a sensor pad. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states that when using a nurse call cable, ensure the nurse call cable is plugged in to both the alarm and the wall jack before leaving the patient unattended. Verify that an alert is received at the nursing station if the cable is unplugged from the wall jack. Note: there will be no alert at the nursing station or at the bedside if the nurse call cable is unplugged from the alarm. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file number (B)(4).

Event description:
Customer reported complaint via phone. Alarm will sound, but the nurse call station is not alerted. No physical damages within the nurse call cable port.